Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the transmitter failed. Reportedly, the transmitter had been in use less than 3 months. Blood glucose (bg) was 126 mg/dl and a pump bolus was delivered to address bg. A root cause could not be determined. A replacement transmitter was sent to the customer.